Manufacturer narrative:
Product investigation completed. Product analysis confirmed the reported events. The reservoir was visually inspected and functional tested. The reservoir performed within specification. The cylinders were visually inspected and functionally tested. Both cylinders had pinhole leak in cylinder body that was consistent result with sharp instrument damage which likely occurred during explant; pinhole was present. Both cylinders had wear at folds in cylinder body. The krt of cylinder 2 was twisted. Due to this damage being consistent with explant it will be considered a secondary failure. The pump was functional test and failed the deflate and activation tests. Therefore, product analysis confirmed device malfunction with a pump. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) due to an unspecified malfunction. During the procedure the existing device was removed. No information was provided about the patient's outcome.